Event description:
It was reported that about two weeks after the implant procedure, the right atrial lead had high threshold and intermittent capture. The lead was repositioned and remains in use. The patient was a participant in the adapt response clinica study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.